Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous venovenous hemofiltration with a prismaflex hf 1000 set, the access line did not fit securely onto the patient's catheter and air was observed in the access line and filter. Treatment was discontinued and the extracorporeal blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.